Event description:
During a dcp procedure, the balloon catheter was in place and upon inflation, it was discovered that the catheter was leaking from the balloon end. Another catheter was used to complete the procedure without any complications. The complaint sample was saved and will be returned to quest for evaluation. The device is packaged in a kit. The pary number of the kit ldc213, the reported lot number is not for the reported code.